Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient heard beeping tones coming from their implantable cardioverter defibrillator (ICD). Review of the ICD data revealed the ICD exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. Troubleshooting is ongoing and the ICD remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts to gather additional information concerning this event from the field, no response or update was provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.